Manufacturer narrative:
The lens was explanted due to "high arches and there were no other complications. The patient was in good condition after the replacement." (B)(4)

Manufacturer narrative:
Device evaluation: the lens was returned in a micro centrifuge vial with moisture on the lens. Visual inspection found no visible damage to the lens and foreign material on lens surface (residue on lens). (B)(4)

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2 mm vticmo13.2 implantable collamer lens, -7.0/+1.5/087 (sphere/cylinder/axis), in the patient's left eye (os), on (B)(6) 2017. The lens was explanted and exchanged for a shorter lens on (B)(6) 2017. The lens exchange resolved the problem. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.